Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to one of the cylinders not deflating. The ipp cylinders and pump where explanted and replaced with new ipp cylinders and a pump. The patient fully recovered following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes reported allegations of cylinder deflation was confirmed through analysis. It is probable that the bulge in the cylinder body caused the deflation issues. Technical analysis: the cylinder and kink resistant tubing (krt) was returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinder identified wear at a fold in the cylinder body, and air between the inner tube fabric and outer tube. Functional inflation testing of the cylinder identified air between the inner tube/fabric and the outer tube that led to the identification of a bulge in the cylinder body with no leaks found. Due to the bulge in the cylinder body the cylinder was not functionally tested with other tests. Visual examination of the krt identified wear down to the filament, with no leaks found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to one of the cylinders not deflating. The ipp cylinders and pump where explanted and replaced with new ipp cylinders and a pump. The patient fully recovered following the procedure.